Manufacturer narrative:
Upon receipt and elevation of the incident device, a follow up report will be submitted.

Event description:
"Distal tip of cannula broke during procedure. Plastic debris had to be removed from patient."